Event description:
Customer reported the problems with the vertical lift and distorted images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions and the gib battery. Could not reproduce vertical lift problems. System operates as intended.